Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur as the customer did not have the insulin pump's serial number; the nurse called only to report the issue and have the device replaced. He customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will not be returned or replaced.